Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers with fiber breakage and crack. Light guide - connector/prong/cover glass required loose adapter required-loose / movement. Image check required image out of center required-no image. Light transmission required failed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had lens in the angular part broken. The issue occurred during set up/inspection for use (during set up in room/before patient in room) for a laparoscopy procedure. There were no reports of patient harm.